Event description:
Pt was referred to remove retained cuff that was noticed by outside service and referred to ir, upon removal, cuff was excised along with a segment of thin catheter with a clean edge (non jagged). The catheter had been removed previously. The plastic segment attached to the cuff was perhaps 1 cm or less. This was thin material not like the hemosplit catheter.

Manufacturer narrative:
The complaint of detached surecuff and heat sleeve is confirmed. Gross examinations confirm a complete separation of the surecuff/heat sleeve from the catheter. At this time the mechanism of damage is undetermined. Lot history review (lhr) of revh1520 showed no other similar product complaint(s) from this lot number.